Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was depleting quickly and that the patient was frequently charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg will not be returned.